Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a button error alarm during a bolus. The customer's blood glucose level was unknown. The customer thought the up button was jammed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.